Event description:
The customer sent the device to physio-control for repair. Physio evaluated the device and found that it would not power on ac or dc source. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly to resolve the issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.